Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument on universal surgical manipulator (usm) 2 could not be manipulated by using master tool manipulator left (mtml) of the surgeon side console (ssc) 1. The customer used ssc 2 to continue with the procedure. The customer received phone assistance from the technical support engineer (tse). The tse had the customer give arms assignment from ssc 2 to ssc 1 again, but the issue was persisted. Therefore, the customer continued to use ssc 2 to complete procedure. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure was completed robotically with surgeon side console (ssc) 2.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the issue of the grip sensor magnet coming off from the surgeon side console (ssc) left master tool manipulator (mtml). The system logs verified the errors. The fse then replaced the mtml. Intuitive surgical, inc. (Isi) received the master tool manipulator and completed the device evaluation. The reported failure (grip calibration failure) was able to be reproduced during calibration (via matlab).